Event description:
Plastic clave at y-site proximal to huber needle formed longitudinal crack of full thickness in length. Longitudinal crack of proximal y-site on bard power loc max produced point of egress for fluids during IV flush to determine patency and blood return of previously accessed implanted port.